Manufacturer narrative:
Product complaint #(B)(4). Sent to the FDA: 07/23/2019. H3 evaluation: it was received for analysis an unopened sample of product. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #. Mlq222. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? Unk. Are all the devices reported to have issue from same lot? Yes. Confirm the issue involved for each device. Did the needle break into 2 pieces on needle body? Or did the needle separate/pull off detach from the suture thread? Detach. For each device reported to have issue, confirm when event occurred? Pre-op-before. Use on patient ? Or intra-op- during use on patient? Intra. Confirm if reported event occurred during single procedure? Yes. Was procedure completed successfully? And how? Yes, with same like product. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke from the suture, it detached. Another like device was used. There were no adverse patient consequences. No additional information was provided.